Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the mildly calcified, mildly tortuous and stenosed artery causing the reported failure to advance and subsequent material deformation. During removal the device interacted with the difficult anatomy once again causing the reported difficulty to remove; however, the device was successfully removed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 75% stenosed, mildly tortuous, and mildly calcified de novo lesion in the mid right coronary artery. Following pre-dilatation, a 3.5x38mm xience sierra stent delivery system (sds) failed to cross the lesion due to resistance with the anatomy. During removal of the sds, resistance was felt with the anatomy. After removal of the sds it was noted that the distal edge of the stent was flared. A non-abbott stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.